Event description:
It was reported that the device's quick-combo therapy cable had an intermittent connection. If the cable near the connector is bumped or moved, it can lose its connection. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering information for a replacement quick-combo therapy cable. The defective cable is not available for further evaluation because the customer has disposed of it. The root cause of the reported failure cannot be determined.